Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller observed possible false detection of atrial fibrillation (af) from the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.